Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they opened a vasoview hemopro 2 and there was no device in the box. The plastic container was inside and no device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch.